Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction and subsequent scar tissue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she has developed scar tissue on several areas of the skin that had served as infusion sites, noting dark scar tissue primarily on the legs. She further noted that sometimes the skin at the infusion site becomes itchy and dry, and removal of the pod leaves a mark in the shape of the pod. Dry skin was reportedly primarily on the abdomen, and the patient noted localized swelling resembling mosquito bites at the cannula insertion site. The patient did not report further symptoms or medical intervention.